Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. It does not appear that the locking bar was inserted far enough to engage the locking feature. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: warning "the locking bar used to secure the tibial plate and tibial-bearing components together must lock securely into place with an audible click at the time of implantation. Disassociation of the locking bar from the modular tibial plate component has been reported. Inadequate seating of the locking bar can cause disassociation of the locking bar from the tibial plate component, requiring revision surgery."

Event description:
It was reported that the patient underwent a primary total knee arthroplasty on (B)(6) 2012. Subsequently, patient began to experience discomfort and radiographs revealed the locking bar had become disengaged and had migrated medially. A revision procedure was performed on (B)(6) 2013 to remove and replace the locking bar.